Manufacturer narrative:
This report is being supplemented to provide a correction to the previous reported lm investigation and device evaluation. Additionally, to provide a correction to fields (d4, d9, g2, h3 and h6). The device was evaluated by olympus. The loop was cut. The insertion portion has been cut at the root of the handle section. The coil sheath has been cut at approximately 2255mm from the distal end. The tube sheath has been cut at approximately 2250mm from the distal end. Based on the results of the investigation and past investigation results, it is likely, that the reported event occurred, due to the following mechanisms. 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out. And the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed, while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while, the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since, the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. However, the root cause of the reported event could not be determined.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic colonic polypectomy, the lesion was ligated with the single use ligating device and when trying to release the loop, it could not be released. The scope was removed and put back in, and the loop was cut with a loop cutter to release it. The procedure was completed by replacing with a similar device. There was no reported patient harm.

Manufacturer narrative:
Updated sections: h2, h4, h6, h11, this report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. However, based on the results of confirmation of the device and the investigation results in the past, the cause was likely due to poor mechanism. Labeling review: do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not step, pinch, or bump the coil sheath when using. This may lead to crushing, deformation, or buckling of the coil sheath, and the hook may get caught inside the coil sheath after tying, preventing the loop from coming off. Before use, be sure to check that the entire coil sheath is not crushed, bent or deformed, and do not use this product with an abnormality in the coil sheath. In the unlikely event that the loop becomes stuck during use, refer to "emergency preparedness" and "12 emergency actions" on page 3. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is retracted into the tube sheath. There is a risk that the loop will become entangled in the hook and will not be able to detach from this product. In the unlikely event that the loop becomes stuck during use, refer to "emergency preparedness" and "12 emergency actions" on page 3. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. With the loop hanging over the tissue, do not secure the loop with the tube sheath tip. If you remove the loop from the hook in this state, the loop may come off in the tube sheath and become entangled in the hook, preventing it from detaching from this product. In the unlikely event that the loop becomes stuck during use, refer to "emergency preparedness" and "12 emergency actions" on page 3. Never use excessive force to operate the instrument. This could damage the instrument. Do not operate each part with excessive force. Doing so may result in damage to the product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.